Event description:
Bipolar lead check failure alert on the programmer when the device was interrogated in (B)(6) 2022. Lead was programmed back to bipolar polarity. Patient was seen again in the office several days later and the rv lead had again flipped to unipolar. Isometric testing in office showed intermittent noise on the rv channel with the patient pressing their hands together and bipolar polarity programmed. Lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.